Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038093916. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmias (st segment elevation) and hypotension. Risk review a risk review was completed and confirmed that the events of arrhythmias (st segment elevation) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was released and the devices were removed to the right side of the patient, the physician noted an st segment elevation. The patients blood pressure lowered but remained stable. No visible air was seen or noted via imaging during any portion of the procedure. The patient was monitored and the st segment elevation resolved within five minutes. The patient fully recovered from this event and will be discharged from the hospital normally.

Event description:
It was reported that there was an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was released and the devices were removed to the right side of the patient, the physician noted an st segment elevation. The patients blood pressure lowered but remained stable. No visible air was seen or noted via imaging during any portion of the procedure. The patient was monitored and the st segment elevation resolved within five minutes. The patient fully recovered from this event and will be discharged from the hospital normally.